Manufacturer narrative:
The technician found the bearings were worn in the brake block. He replaced the brake block mechanism to repair the bed.

Event description:
Information received indicates the brake is not holding.